Manufacturer narrative:
510k: this report is for four (4) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) no code available used to capture required surgical intervention to remove the broken screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a variable angle locking compression plate (va-lcp) anterior lateral distal tibia plate and four (4) unknown screws on unknown date for repair of an ankle fracture. Patient was returned to surgery on (B)(6) 2018 for hardware removal as part of the treatment plan. The heads of the screws had a star cavity. During the removal procedure, the heads of all four (4) screws broke into two (2) pieces. A portion of the broken screw heads were still engaged in the plate. Surgeon used a drill and broken screw removal set to remove all four (4) screws from the patient. No fragments remained in the patient. Surgery was completed successfully with no patient harm and an unspecified delay due to the broken screws. Concomitant device reported: va lcp anterior lateral distal tibia plate (part number unknown, lot number unknown, quantity 1) this report is for four (4) unknown screws this is report 1 of 1 for (B)(4).